Event description:
It was reported that during a da vinci-assisted esophagectomy, a large amount of bleeding suddenly occurred during lumpectomy around the middle to upper mediastinum. The procedure was converted to open to address the bleeding. The cause of the bleeding was unknown at the time. An assistant doctor reportedly commented, "I may have torn the pericardium or blood vessel on the back side. I'm not sure." On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the assistant surgeon and obtained additional information regarding the reported event. It was stated that the maryland bipolar forceps instrument was used for dissecting from the middle mediastinum to the area around the upper mediastinum. At that time, the patient experienced massive bleeding. As a result, the procedure was converted to open surgery to control the bleeding. The procedure was completed successfully, and the patient is reported to be stable. The assistant surgeon speculated that they tore the pericardium or a blood vessel. It was confirmed that no malfunction of an isi system, instrument, or accessory contributed to the bleeding. Per the customer, the event was not due to the da vinci instruments; hence, they will not be returning any of the instruments. The following information was requested; however, it was not provided: the cause of the bleeding. The source of the bleeding was not confirmed. The estimated blood loss. If any blood transfusion was rendered to the patient. If the patient¿s anatomy contributed to the bleeding? How was the bleeding controlled after the conversion to open procedure?

Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown. Isi had requested the instruments used at the time of the incident; however, it was confirmed that no malfunction of an isi system, instrument, or accessory contributed to the bleeding. The hospital stated the event was not due to the da vinci instruments; hence, they will not be returning any of the instruments. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. The system log for the event date of (B)(6) 2021 was completed: the errors in the logs for that procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)). None of these would suggest a product issue. The error 100 is the setup joint (suj was moved without being clutched. This is not an indication of there being anything wrong with the suj. Additionally, this occurred 8 minutes after the start of the following and the procedure continued for another hour and 20 minutes before the system was powered down. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer instrument, which is a single use instrument, and the fenestrated bipolar forceps (which was on its last use.) Site reviews have shown that no complaints were filed against the instruments. The maryland bipolar forceps used when the bleeding occurred, has been used in multiple subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy, a large amount of bleeding suddenly occurred during lumpectomy around the middle to upper mediastinum. The procedure was converted to address the bleeding. Although there is no allegation that malfunction of a da vinci system, instrument, or accessory occurred, the cause of the intra-operative complication is unknown at this time. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.